Manufacturer narrative:
A possible root cause was determined. An ocd filed engineer arrived on site and determined the pressure regulator assembly was not functioning as expected. Cleaning of the regulator assembly and the appropriate adjustments has returned the instrument to expected operation.

Event description:
The customer reported, that the cells did not dispense on the ortho provue analyzer while performing the reverse typing. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.